Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during check pre rf procedure for back pain it was noticed that the bipolar lv threshold increased and the pacing lead impedance had increased. When tested using the distal tip had high threshold and high impedance. Programming changes were made. Patient was stable and will be monitored.